Event description:
It was reported that during central processing, the mega needle driver instrument had a wire at the bowden cable torn. There was no reported injury.

Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the mega suturecut needle driver instrument was not received for investigation.